Event description:
Complainant alleged that medics were monitoring a male pt (age unknown) and unit lost power while it was functioning on battery power. The medics inserted a fresh battery, but the unit did not regain power. The transport was completed with no adverse effect on the pt.